Manufacturer narrative:
As of 08/07/2020 returned product and retained samples from the same lot were submitted to the lab for testing with no defects noted. Also, supplier of the raw materials (tape that is used for the adhesive bandages) evaluated retains of the lots associated with this complaint with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report received on (B)(6) 2020 consumer stated that product caused a reaction/rash on her skin. The consumer stated on completed cir received on 08/03/2020 that she consulted with a nurse who advised to apply antiseptic cream. The consumer also added that the issue was with the tape area. Wound healed after several days.